Event description:
On (B)(6) 2012, olympus biotech received a report of a female pt ((B)(6)) who displayed elevated inflammatory markers after receiving osigraft for an unspecified procedure to treat injuries she had sustained during a skiing accident. The pt also reportedly complained of headaches and nausea. The initial report stated that the events were not related to the osigraft and that the pt was otherwise in excellent health with no comorbidities. No add'l info was received with the initial report. Add'l info has been requested from the attending physician.